Event description:
It was reported that, "pt complained of pain and swelling. Surgeon describes a soft mass in general hip area." Revision surgery is not planned and the device is not avail for eval. There is no info avail to indicate that the device may have caused or contributed to the pt's condition.

Manufacturer narrative:
Na